Manufacturer narrative:
Address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A titanium adapter dislodged from a peritoneal dialysis (pd) patient¿s pd catheter and as a result, the patient experienced peritonitis. Subsequently, on an unreported date, the patient¿s adapter was changed to another unspecified brand of adapter and pd system. The cause of the event was unknown. Four days after the event occurred, the patient was admitted to the hospital for peritonitis. On the same day, the patient began treatment for the peritonitis with intraperitoneal (ip) cloxacillin (dose not reported) and fortum, 1 gram, ip (frequencies were not reported). Three days later the patient was discharged home and continued the ip antibiotics for 18 more days. On an unreported date, the patient was recovered from the peritonitis. Not further detail was provided regarding the status of pd therapy. No additional information is available.